Event description:
It was reported by the customer that on (B)(6) 2010 the fiber laser beam went straight at 102,000 joules. No patient injury was reported. The device was not returned for evaluation.